Event description:
The customer reported that while the unit was in use on a patient, the unit's reference line, alarm volume and aug. Alarm keys were inoperable. The patient was switched to another unit and therapy was continued. No patient injury was reported.